Event description:
It was reported that the display on the remote monitor was unresponsive, and it showed a 7332 diagnostic code indicating an unsuccessful or timed-out connection to the remote monitoring network. Additionally, telemetry could not be started due to incorrect reader placement over the implantable pulse generator (ipg), as the patient was unaware of the specific location of the pacemaker. Troubleshooting steps included power cycling the monitor, which initially resulted in the screen being stuck on the logo. The monitor was then plugged into a different outlet, which resolved the unresponsive display issue. The patient was advised to move the reader in circles over the chest to locate the pacemaker but was ultimately instructed to contact the doctor's office for further assistance in identifying the correct location for telemetry. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.